Event description:
Information was received from a health care professional via a manufacturing representative regarding a patient in (B)(6) who was receiving compounded baclofen (unknown dose and concentration) via an implantable pump. The event date was (B)(6) 2016. The event occurred during a procedure. It was reported that the catheter connector broke during implant; the plastic locker broke when they were trying to lock the connector. The doctor picked up a new revision kit from their own stock to replace the broken connector thereby solving the problem. The broken catheter was never implanted. There were no symptoms mentioned. Surgical intervention did not occur and was not planned. At the time of this report, the issue was resolved and patient status was alive-no injury.

Event description:
On (B)(6) 2016 the representative further reported regarding the dose of compounded baclofen that the there was never any baclofen injected in the catheter. The connection on the pump segment broke when the doctor tried to reopen it with some hard device, during the first implant. The product was expected to be returned.